Manufacturer narrative:
Covidien reference number (B)(4). Technical support troubleshot this issue with the customer over the phone and recommended the keyboard be replaced.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time of the event.